Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Examination of the patient's left ventricular (lv) lead revealed high capture thresholds. No intervention was performed to address the lv lead malfunction. The patient was in unknown condition.

Event description:
New information received notes that corrective programming changes were made to the left ventricular lead.